Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 1627487-2021-13970, 1627487-2021-13971, 1627487-2021-13973. It was reported that the two sacral leads migrated which caused ineffective stimulation. During the surgical procedure to replace the leads on (B)(6) 2021, the physician pulled the two lumbar leads out of place accidentally. As a result, all 4 leads were explanted and replaced on (B)(6) 2021. Effective therapy was restored post op.

Manufacturer narrative:
A patient's two sacral leads migrated which caused ineffective stimulation was reported to abbott. During the surgical procedure to replace the leads the physician pulled the two lumbar leads out of place accidentally. As a result, all 4 leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.